Event description:
Spontaneous communication from (B)(6) case manager from md. Office, who stated that pt has been hospitalized at (B)(6) hospital in (B)(6) md since last saturday(B)(6) 2024) with possible line infection; lea stated that PICC line is out currently and will be replaced tomorrow. Case manager stated patient experienced headache/nausea/abdominal pain/fever upon admission. Md. Office awaiting culture until further action is taken. Patient is currently hospitalized with no known discharge date at this time. No further info/details or dates available. IV remodulin pt. Reported to (B)(6) by: health professional.